Event description:
Support head bolts on orbiter arm sheared off causing orbiter platform to fall, suspended only by internal gas/water/electric lines. Fortunately no one was injured. Apparent metal fatigue. Could have caused death or severe injury.